Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system without the dilator was returned for evaluation. The pusher catheter was returned inside the introducer sheath. The tuohy-borst adapter was returned tight. The handle was pinned all the way to the tuohy. The returned filter was returned partially deployed from the introducer sheath and exhibited all 6 arms and 6 legs which were present and intact. One of the filter legs was caught in between the distal tip of the introducer sheath and the pusher catheter. The pusher wire was returned bent. No other anomalies were identified on the returned device. Functional/performance evaluation: the storage tube and introducer sheath were examined under microscopic magnification (15x) and diagonal inner surface skiving was identified on the introducer sheath, starting at 35.8cm from the distal tip and continuing all the way to the marker band. The caught filter leg was removed from the introducer sheath and no anomalies were observed. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as spiral skiving was found along the introducer sheath. The investigation is also confirmed for partial deployment, as one of the filter legs was caught in between the distal tip of the introducer sheath and the pusher catheter. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the deployment of a vena cava filter, the filter became stuck inside the deployment sheath and could not be deployed. The filter and deployment system were exchanged for a new filter system that was prepped and deployed successfully. Following the procedure, an attempt was made to deploy the filter on the table and one of the legs became caught on the introducer sheath. There is no reported patient injury.